Event description:
Within 30 minutes of initiating dialysis pt. Reported "stomach bothered him" became short of breath, bp remained stable. Dose, frequency & route used: 2000 units ivp. Diagnosis for use: hemodialysis. Event abated: yes.